Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump have been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found low force loss of prime warning. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. Force sensor calibration readings were within specifications. The pump was opened and no damage or contamination was found with the force sensor power circuit. The reported prime issue was confirmed in the black box but the investigation was unable to duplicate the issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump emitted loss of prime alert again after the reporter called a couple of weeks ago for the same issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.